Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for a different lens model and a one diopter power difference. The patient reason reported was "patient can't see" and the clinical reason was reported as decreased visual acuity. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned in a specimen cup. Solution is dried on the lens. The optic is cut into three portions, typical of an insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Associated cartridge and handpiece were not indicated. It is unknown if qualified products were used. Two viscoelastics were indicated, only one is qualified for this lens with the qualified cartridge combinations. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).